Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor response buttons were non-functional.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitors rear response button was non-functional. The cause for the defective response button was a disconnected rear response button cable. The root cause for the disconnected cable could not be positively identified. No adverse event resulted from the damaged monitor.